Event description:
It was reported that during a clinical study, the patient experienced a recurrent mi in 2005 (five months following the initial stent procedure). There was an unplanned medical or surgical intervention. Unknown therapy/reprograming was applied to resolve the problem, but it is unknown if the result of the therapy/reprogramming resolved the problem. No additional information was reported.